Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, b6, d6b, g2, h6.

Event description:
Patient reported "pain", "one higher than the other" and "a lot of rippling". Patient later reported "rupture". Healthcare professional confirmed. This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain", "one higher than the other" and "a lot of rippling". Patient later reported "rupture". This record is for the right side. The device remains implanted.